Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had lost weight and the ipg was moving around. As such patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was just adjusted inside the pocket and anchored again. This addressed the issue.